Event description:
It was reported that the patient presented to the hospital with "throbbing". Upon interrogation, it was noted that the right ventricular (rv) lead was causing diaphragmatic stimulation. Chest x-ray indicated that the lead had migrated towards the diaphragm. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead 1999 (B)(6). (B)(4).